Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that battery handpiece device had a sticky trigger. It was determined that the device failed leak tightness test, would not run, had component damage and its moving parts did not move smoothly. It was further determined that the device failed pretest for leakage test using bubble emission technique, checking for mechanical free movement, checking for sticky triggers and checking for wear on housing. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device was out of service. A 15 minute delay to the surgical procedure was reported. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).